Manufacturer narrative:
Updated model, catalog number and brand name.

Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated device problem code grid.